Manufacturer narrative:
The device has not yet been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported from (B)(6) that during treatment of aneurysm, the implant coil was broken from the pusher. There was no reported patient injury. Patient is reported to be doing well.

Manufacturer narrative:
The device was returned for analysis. The implant was still attached to the pusher, and was noted to be stretched. There was no other visual damage on the pusher or the microcatheter. There were no issues noted when the returned microcatheter was tested with a new pusher. Based on the investigation and provided information, the complaint cannot be confirmed. The specific root cause of this complaint is unknown, although based on the images taken from the physician, a sizeable gap was noted between the introducer tip and proximal end of the microcatheter. The introducer tip must be connected to the proximal end of the microcatheter for proper operation.